Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the middle of a bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) implant, the physician could not get the final cap/cover to fully attach to the burr hole device. The patient had a small skull causing greater than normal curvature. They tried to unlock and lock the scissor mechanism to make sure it was fully locked and tried clicking the cover down a dozen times. The physician decided not to use the cover and put a dog bone down next to the burr hole device to hold the lead. The first side went as planned. They then ran an impedance test and all looked normal.